Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Rupture: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Edema: unable to observe as it is a medical event not related to the device. Additional observations: red particles observed in the surface of the shell. Observed wear abrasion on the device.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side "rupture, swelling and exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device remains implanted.

Manufacturer narrative:
Email - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.